Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter states lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device. Requested return of suspect device and replacement was sent.